Manufacturer narrative:
Continuation of concomitant products: 457445 lead implanted: (B)(6) 2006; 620rg23 heart ring implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead triggered an alert of high impedance. Rv lead trends showed impedance increased over 6 months gradually. The rv lead remains in use, and patient will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated approximately eleven months later, the rv lead exhibited high impedance and suspected fracture. The rv lead was explanted and replaced with a device upgrade to a implantable cardioverter defibrillator (ICD).